Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The service engineer reported that the cs100 intra-aortic balloon pump (iabp) received low vacuum during service test. There was no patient involvement, therefore no adverse event was reported.

Manufacturer narrative:
A getinge engineer has evaluated the iabp and determined that the male luer fitting needs to be replaced. This part has been ordered, and upon delivery and completion of repairs, a supplemental report will be submitted.

Event description:
The authorized getinge distributor reported that the cs100 intra-aortic balloon pump (iabp) generated "low vacuum" alarm during service test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer replaced the male luer fitting and preventive maintenance 5000 hour kit which was due for replacement. All functional and safety tests were performed to factory specifications, and the iabp unit passed all tests and functioned normally. The iabp unit has been shipped back to the distributor/customer for return to clinical service. No further investigation is required.

Event description:
The authorized getinge distributor reported that the cs100 intra-aortic balloon pump (iabp) generated "low vacuum" alarm during service test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
The authorized getinge distributor reported that the cs100 intra-aortic balloon pump (iabp) generated "low vacuum" alarm during service test. There was no patient involvement and no adverse event was reported.